Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.